Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (400+mg/dl). Customer administered a correction bolus and changed cartridge/infusion set. Bgs remained high. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to change out supplies as well as contact health care provider for management of bg levels.